Event description:
It was reported that the procedure was to treat a tight, 99% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 15 mm xience prime stent delivery system (sds) was advanced, but did not cross the lesion. Further dilatation was performed and the sds was advanced again, but the device could not cross. The lesion was treated with dilatation only. There were no reported adverse patient effects and no clinically significant delay in the procedure. Additional information reported that the proximal shaft separated during the attempt to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: re-insertion. Concomitant medical products: guide wire: galio. Guide cath: jl 3; xbc. Sheath: avanti 6fr. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Kinks or bends in the shaft can lead to weakening of the stent delivery system material, such that subsequent application of force or further handling can cause a separation. It is likely that the shaft became kinked during the procedural attempts to advance/cross the lesion, such that it subsequently separated after withdrawal and re-insertion of the device. There is no indication of a product quality deficiency.